Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No shuts off screen, blank display or display anomaly noted. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. No unexpected low battery or off no power alarm noted. The insulin pump was received with cracked case at display window corner, cracked reservoir tube lip, cracked belt clip slot and cracked display window corner. No damage inside insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 256 mg/dl. The customer stated that she woke up and the pump was dead. The customer replaced the battery and the pump shut off. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.